Event description:
It was reported to boston scientific corporation on april 3, 2008 that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure approx two months earlier. (Patient age, gender and weight unknown) according to the complainant, "the wire came out the side." The procedure was completed with a second autotome rx sphincterotome device. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Other (wire protruding). The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any other complaints reported for the same lot. The april 2008 15-month autotome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.